Event description:
As reported by the patient¿s attorney, two precision speedtac® transvaginal anchor system (MFR report #3005099803-2016-01969 and MFR report #3005099803-2016-01970) were used during a procedure on (B)(6) 2005. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.